Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. No failed battery test noted. Device alarmed pump error 37 during rewind due to corroded motor home switch. Low battery alert confirmed is history file due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. Customer's blood glucose value was unknown. Customer stated they were able to clear the alarm however not able to rewind the pump. Customer also stated that insulin pump had low battery alarms and failed battery alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.